Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis indicated that the device hardware was not detecting the loss of battery energy and the battery status indicators were not reflecting the depletion condition. Device replacement was recommended and should be returned for detailed analysis. At this time, this ICD remains in service, and there were no adverse patient effects reporter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis indicated that the device hardware was not detecting the loss of battery energy and the battery status indicators were not reflecting the depletion condition. Device replacement was recommended and should be returned for detailed analysis. At this time, this ICD remains in service, and there were no adverse patient effects reporter.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis indicated that the device hardware was not detecting the loss of battery energy and the battery status indicators were not reflecting the depletion condition. Device replacement was recommended and should be returned for detailed analysis. Additional information indicated that the device keeps beeping and the device continues to deplete abnormally in a predictable manner. Furthermore, the patient was going to not changeout the device sooner and the clinic will follow up for re-analysis. At this time, this ICD remains in service, and there were no adverse patient effects reporter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis indicated that the device hardware was not detecting the loss of battery energy and the battery status indicators were not reflecting the depletion condition. Device replacement was recommended and should be returned for detailed analysis. Additional information indicated that the device keeps beeping, and the device continues to deplete abnormally in a predictable manner. Furthermore, the patient was going to not changeout the device sooner and the clinic will follow up for re-analysis. At this time, this ICD remains in service, and there were no adverse patient effects reporter. Additional information was obtained which indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis indicated that the device hardware was not detecting the loss of battery energy and the battery status indicators were not reflecting the depletion condition. Device replacement was recommended and should be returned for detailed analysis. Additional information indicated that the device keeps beeping, and the device continues to deplete abnormally in a predictable manner. Furthermore, the patient was going to not changeout the device sooner and the clinic will follow up for re-analysis. At this time, this ICD remains in service, and there were no adverse patient effects reporter. Additional information was obtained which indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, and the power level gradually increasing over time fits the characteristic of leaky capacitors due to high hydrogen. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the devices high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.